Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer reported that they have a backup plan. Customer was admitted on the hospital. The cause of emergency room visit as per healthcare provider was high blood glucose and no delivery. The customer was released at the same day. The customer reported via phone call indicating that she had excessive no deliver alarm. Customer's blood glucose was 600 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised that we would send replacements reservoir and infusion sets.